Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference the following article: taramasso, maurizio, francesco maisano, iassen michev, enrica dorigo, paolo denti, remo daniel covello, alberto zangrillo, ottavio alfieri, and antonio colombo. "Emergency transfemoral aortic valve-in-valve implantation with the balloon-expandable edwards¿sapien valve." Journal of cardiovascular medicine 10, no. 12 (2009): 936-939. Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the bradycardia is unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As per medical article "emergency transfemoral aortic valve-in-valve implantation with the balloon-expandable edwards¿sapien valve" corresponding author dr. Maurizio taramasso et al. A case of a (B)(6) multimorbid female patient with symptomatic severe aortic stenosis and a high surgical risk, who underwent an emergency valve-in-valve procedure with a 23 mm sapien 3 valve in aortic position by tf approach five years after her first surgical aortic valve replacement. A balloon aortic valvuloplasty (bav) was performed before the implantation. During the postprocedural course the patient required a bicameral pacemaker implantation due to severe bradycardia. The patient was discharged on pod10 in good clinical conditions.